Event description:
The patient had stated that late last year he had the pump programmed and later had a pump malfunction. The malfunction caused him to overdose on morphine. At the time of the malfunction, the patient was taken to ER with respiratory distress and placed on a ventilator. The pump was removed from the patient.